Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency and cyber security hacking allegation. The customer reported a blood glucose value of 53 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The customer reported that the cause of the event was unknown as nothing was identified in troubleshooting.. The event involved product(s) mmt-332a, mmt-1884l, unomedical. The customer reported low blood glucose. The customer reported concern with pump cybersecurity and/or a hacking allegation. Troubleshooting was not performed. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. No further customer complications were reported. No product return is required for mmt-332a. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. [Per freger, mark ¿ r&d engineer all listed in the case: (B)(4) boluses were programmed by keypresses (assuming user activities). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication pump to transmitter anomaly, calibration anomaly or change sensor alert noted. The low setup was set to 90 mg/dl. Then 90 mg/dl was sent for calibration, and the pump was able to display the test bg value of 90 mg/dl on the pump's home screen. The alert on low with audio tones functions properly. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted duracell alkaline battery installed. No damage noted on the original battery cap. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 17-aug-2024 in the pump history file (primary svn: (B)(6). On (B)(6) 2024: 12:57:00.000 alarm alert notification (40), fault number: lost sensor 1 alert (780) on (B)(6) 2024: 13:19:00.000 alarm alert notification (40), fault number: lost sensor 2 alert (781), on (B)(6) 2024: 06:54:00.000 alarm alert notification (40), fault number: lost sensor 1 alert (780), on (B)(6) 2024: 22:09:00.000 alarm alert notification (40), fault number: lost sensor 1 alert (780), on (B)(6) 2024 22:19:00.000 alarm alert notification (40), fault number: lost sensor 1 alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert - not confirmed. Please see below pertaining to svn: (B)(6) and event date 17-may-2024. There was no data available in may 2024 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 17-may-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 17-may-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged low bgs. Cybersecurity hacking allegation (unauthorized boluses) not confirmed. No com pump to xmtr not confirmed. The alert on low with audio tones functions properly. Audio/vibrate anomaly/absence of alarm not confirmed. Change sensor/bad sensor not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.